Manufacturer narrative:
Product complaint number:(B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. Was there any adverse consequence associated with the patient? Please provide the lot number: device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture breaks easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/27/2022. H3 investigational summary: one empty open foil and one needle suture in two section of product code u202h were returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual inspection to the returned sample, marks were observed on the body needle and the end of the suture was observed cut appears to a surgical instrument. The other section of the suture was examined, and one end of the suture does match with the needle-suture piece. In addition, body fluids were noted along of suture pieces. Functional test was performed at a suture piece using a instron and the tensile force were above the minimum requirements. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.